Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type ia endoleak. The root cause for the type ia endoleak is most likely user related (off label conical neck). Procedure related harms for this complaint could not be determined. The final patient status was not reported. Additionally, the aortic neck calcifications likely contributed to this event. Devices remain implanted in the patient; therefore, a device evaluation can be completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately one year post-op a type 1a endoleak was identified. Reportedly, the initial implant had landed lower than expected in a reverse taper neck. Reportedly, re-intervention is not yet been planned and the patient is being monitored.